Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report high blood glucose levels. The customer's blood glucose level was 400 mg/dl. The customer treated with manual injections. The customer reported symptoms of dry mouth and felt achy. The customer performed the high pressure test and it passed. The customer was advised that the insulin pump was working as designed. Nothing was replaced or returned for analysis.